Event description:
It was reported the device was explanted because the patient had difficulties with charging the device.

Event description:
Additional information. The health care professional stated the cause of the event was difficulty charging/failed therapy. The patient had a charging issue because she developed lymphedema, which created greater depth of the battery. Per the hcp, the patient outcome was "non-serious injury/illness."

Manufacturer narrative:
(B)(4). Lead model 3776, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, programmer model 37743, serial # (B)(4), anchor model 3550-39, lot # unknown, plug model 3550-29, lot # unknown; the device system has been returned for analysis. A follow up report will be sent when analysis is complete.

Manufacturer narrative:
Final analysis of the stimulator revealed no anomalies. Final analysis of the lead revealed no significant anomalies. The lead body was cut through and the lead was segmented. Final analysis of the titan anchor revealed no significant anomalies. The titan anchor was separated. Final analysis of the stimulator plug revealed no anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.